Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed the device was in very good optical condition, clean, no scratches. During the audio and speaker testing, the reported problem was duplicated. The root cause of the reported issue was found to be the speaker. The speaker will be replaced as soon as it is in stock.

Event description:
It was reported that there was an out of box failure. Low audio from the speaker and it sounds harsh compared to the other pumps. No patient injury was reported.